Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for "hi" blood glucose test results. The expected fasting blood glucose test result range is 300 to 400 mg/dl. The blood glucose testing is performed three times daily. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on 10/21/2015 as a result of the meter's readings. The product is stored by customer in the kitchen. The test strip lot manufacturer's expiration date is 08/18/2018 and open vial date is 10/07/2015. The meter memory recalled for fasting test results performed (date not legible to customer): (B)(6). Adverse event not reported.